Event description:
Six days following the placement of a cypher stent, the pt complains of chest pain. Repeat coronary angiography reveals thrombus in the cypher (2.5x18mm) that was placed in the left circumflex artery (lcx). Thrombus aspiration and balloon angioplasty were conducted. The balloon is a 2.5 x 20mm balloon -manufacturer is unknown. During treatment a dissection occurred. The was treated with a cypher 3.0 x 18 mm stent that was placed at the distal end and deployed at 10 atms for 30 seconds. Per the procedural physician, the possible cause of the sat was because the implanted cypher was probably under-dilated.